Manufacturer narrative:
(B)(4). Batch # 442a25. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. When attempted to perform the firing test it was noted that the motor running but the knife was not advancing through the jaws. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the spring gear was found to be broken causing the inability of the gear to engage and the knife to advance through the jaws. No further functional test could be performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met and no non-conformances were identified met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the device become damaged.

Event description:
It was reported that the device would not fire after 4th reload. No harm to patient.